Manufacturer narrative:
The abl90 flex analyzer displayed an error code 0581. However, due to the limited provided data from the customers, radiometer is unable to determine the root cause. Hence the root cause is unknown.

Manufacturer narrative:
Date of event is estimated, based on awareness date.

Event description:
According to the complaint, the abl90 flex blood gas analyzer did not display the results. Despite repeating the operation, the results were not displayed.